Event description:
A (B)(6) female patient contact zoll customer support to report several check belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon evaluation the solder joint of the pulse wires within the rear therapy electrode were not connected properly. The cause for the disconnected pulse wire was result of cold solder joints. Upon re-soldering the connection the electrode belt was fully functional. The root cause of the cold solder joints was unable to be positively determined, but was likely an assembly error. No adverse event resulted from the open connection in the electrode belt. The patient received a replacement electrode belt.